Event description:
The user facility reported a 76-year-old male patient was implanted with an impella device for mechanical circulatory support. The complainant reported that their aic (automated impella controller) displayed an "emergency shutdown imminent" message during high-risk percutaneous coronary intervention. Although the issue was initially self-resolved, the failure recurred, and the decision was made to replace the aic with a backup console. There was no patient harm as a result of the failure.

Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.